Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that the burr became stuck on the rotowire. A 1.25 mm rotapro burr and a rotawire were selected for the procedure. During use, the rotawire became stuck on the rotapro device. There were no patient complications.